Event description:
The tip of the instrument broke.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or failure investigation report. Product (old design) was manufactured before the installation of the action of reinforcement (eco 253075). Product analysis: the returned instruments presents an old design (dwg-7e070299/b and dwg-7e070309/b) and break of the plastic extremity, no breakage of the index metal is noted. The product is deteriorated; a precise dimensional analysis is not possible. The root cause is attributed to wear. Corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.